Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Although the device used in the reported event was discarded by the hospital, the x-rays from the event have been received and an investigation is in process. Upon the conclusion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, an 8f valved port was placed in a patient on (B)(6) 2010. On (B)(6), the patient was feeling discomfort in CT. Under x-ray/fluoro the clinician noticed a catheter fracture at approximately the 15 cm mark. Further x-ray showed the detached distal portion of the catheter to be stuck in the patient's right atrium. The patient was sent to the vascular lab where the physician was able to successfully retrieve the embolized catheter with a snare, remove the port, and implant a new port. The used device is not available, however, x-rays showing the fractured device will be provided.